Event description:
It was reported the seat panel assembly of the stair chair was missing hardware. There was no report of associated patient involvement, injury or adverse event as a result of the reported issue. The reported issue was confirmed by technical support and replacement parts were provided. The customer confirmed that the chair was repaired and has been returned to service.